Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex regional pain syndrome. It was reported that the patient has been electrocuted. The patient stated that they started noticing periodically that some things were not right, the patient stated that it would work and all of a sudden it would start electrocuting them as they were going to bed. The patient reported that their device has 3 sections that have been disconnected. They saw a manufacturer's representative (rep) and stated that they need the device fixed or replaced. The rep gave them a report showing there are 3 sections that are going into the spinal column, and the patient believes, that are not working or something and creating a problem with the ins itself. The patient also mentioned that they had a hard time getting reps to come out to their area. The patient stated that the device was put through workman's comp. The patient moved and had a new healthcare provider (hcp) that was unfamiliar with the device. The patient's workman's comp dropped the ball and their regular hcp had to pick up what was going on and had the rep come to their facility so they could check the device. No further complications were reported or anticipated.